Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin injection (1gm every third day, intraperitoneal, ongoing) and meropenem injection (1gm daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy is ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b7 and h6. B5: upon follow up, it was reported on an unknown date, the patient experienced abdominal pain which is a manifestation of peritonitis. Vancomycin and meropenem injection has been discontinued on an unknown date. At the time of this report, the patient recovered from all the events. Should additional relevant information become available, a supplemental report will be submitted.